Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a battery status of elective replacement indcator (eri) while still in the box. The device was removed from field stock and returned for analysis.